Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module and internal battery need replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module and internal battery need replaced to address the issues. During the evaluation, the air inlet foam was replaced due to contamination.